Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: unit brought to biomed with complaint "not delivering tidal volumes" biomed performed full service software and is consistently failing proximal flow, tests/calib > comp test > pneumatics 2. No patient involvement.

Manufacturer narrative:
(B)(4). The issue occurred during preventive maintenance. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. The log files provided confirmed the issue. To address the issue, replacement of sensor assembly was recommended to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the sensor assembly, as no further issues have been reported.